Event description:
In 1993, pt had bilateral augmentation. Several weeks ago, noted decreased size of left side. In 2001, had removal of left implant, capsulectomy and replacement of left breast implant.